Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 213 mg/dl. The customer stated that the insulin pump had been kept in the waistband and that the customer had been sweating while at the beach; the insulin pump may have been exposed to sweat. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.